Manufacturer narrative:
Patient identifier is unknown. It is unknown when device broke. Lot number is unknown. Date of implantation is unknown. Date of explantation is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent removal of a trochanteric fixation nail advanced (tfna) nail due to a broken tfna nail as well as non-union. The nail was broken at the lag screw junction. Procedure outcome and patient status are unknown. Concomitant devices: tfna fenestrated screw 100mm ¿ sterile (part: 04.038.200s, lot: unknown, quantity: 1) . This report is for a 11mm/130 degree titanium (ti) cannulated tfna 380mm/right ¿ sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The procedure was completed successfully. Patient was fine following surgery.